Event description:
It is reported that the pt is experiencing hip effusion.

Manufacturer narrative:
Evaluation summary: the effusion is said to have began nearly 6 years post-op, and the severity is noted as mild. The pt was given no treatment and has tolerated the complication. Primary surgical notes give no indications of a root cause for the event described. Office visit notes from (B)(6) 2014 give no indications of hip effusion. The pt is described as doing excellent; he exercises regularly, can walk unlimited distances without a limp and without an aid, etc. Undated x-rays show well placed components. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.